Manufacturer narrative:
Additional information was received that the patient presented for a follow-up appointment. The patient reported twitching at the pocket area. The twitching was felt during pacing at 7.5 volts at 1 ms. Noise and oversensing on the rv channel was displayed during pocket manipulations. The pacing impedance measurements were 217 ohms, and fluctuated to less than 200 ohms during pocket manipulations. The device had stored over 11,000 non-sustained ventricular tachycardia (nsvt) episodes. The device was turned off and the patient has been referred for explant of the device system to be replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) system.

Event description:
Boston scientific received information this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded episodes due to noise and oversensing. Intrinsic r-wave sensing was also variable between 3 to 8 millivolts. Pacing threshold measurements have increased from 0.9 volts (v) at 0.4 milliseconds (ms) to now 4.5 v at 0.4 ms. There has also been a decrease in pacing impedance measurements, with a measurement less than 200 ohms during provocative maneuvers. A chest x-ray was taken and there were no obvious signs of a lead conductor fracture. The device detection time was extended to avoid inappropriate shocks. The patient was screened for an subcutaneous implantable cardioverter defibrillator (s-ICD) and was referred to their physician for replacement of the transvenous system to an s-ICD system replacement. No adverse patient effects were reported.